Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4) (aviva system), is related to case with patient identifier (B)(4) (compact plus system).

Event description:
The customer reported that he tested his blood glucose and received the following results, with two different meters, within 10 minutes: 110 mg/dl (compact plus) and 48 mg/dl (aviva). The customer stated that he was experiencing low blood symptoms and had a headache. The customer's son treated him with orange juice. Return of the suspect device was requested for evaluation.